Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's insulin pump had a crack on the casing. The customer's blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.